Manufacturer narrative:
Further information from the reporter regarding event, implant date, implant physician, product and permission to contact physician has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reports left side rupture. Device remains implanted.